Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of settings anomaly and scratches on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was not able to change her settings. The customer stated that she puts the pump in her bra and the wire scratches the screen. The customer stated that she is able to read the screen with the light. The customer was assisted with finding her bolus and basal rates. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump due to scratches on the screen.